Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. However, a c02 sensor error displayed and the c02 pump would not run. Internal inspection of the monitor found the c02 bench screw holder cracked and was disconnected from the main board. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10314. The report was submitted in error.,

Event description:
It was reported that a smiths medical capnograph won't turn on. No adverse patient effects were reported.